Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed probe alignments, adjusted centrifuge and dilution wheel, cleaned centrifuge, and performed vacuum pump tests. The cse then replaced the sample transducer, substrate and water pumps and sample and reagent valves. The cse aligned the sample and reagent dual resolution dilutor. Upon a siemens regional support center specialist's recommendation, the cse decontaminated the instrument with sodium hydroxide and adjusted both probes and lifter. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any level sense errors or chronic instrument issues. The hsc specialist could not determine the cause of the imprecise total testosterone results.

Event description:
Imprecise total testosterone results were obtained on patient samples on an immulite 2000 xpi instrument. The samples were repeated multiple times on an alternate immulite 2000 xpi instrument, resulting different. It is unknown which results were considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise total testosterone results.

Manufacturer narrative:
The initial MDR 2247117-2016-00049 was filed with FDA on august 26, 2016. Additional information (08/30/2016): initial MDR states that "it is unknown which results were considered correct and reported to the physician(s)." Additional information was received and has been updated. Additional information (08/31/2016): the water treatment filters were replaced as an issue was identified with the customer's water quality. The customer did not obtain additional discordant results after replacing water treatment filters. The cause of the imprecise total testosterone results was due to the laboratory's water quality issue. This instrument is performing according to specifications. No further evaluation is required.

Event description:
The imprecise total testosterone results obtained on the immulite 2000 xpi instrument were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument matching with the clinical picture of the patients. The repeat results from the advia centaur instrument were reported to the physician(s).